Event description:
It was reported that a patient was diagnosed with loss of cartilage in the glen humeral joint of the left shoulder, following the use of an on-q pain pump in surgery in 2003.

Manufacturer narrative:
The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivicaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.